Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified de novo mid left anterior descending artery. The vessel was pre-dilated with a 2.75x8mm unspecified balloon at 10 atmospheres. The 2.75x23mm xience alpine stent delivery system (sds) was advanced and the stent was deployed; however, while removing the sds, a dissection was observed at the distal end. The dissection was covered with a 2.75x8mm drug eluting stent. Timi iii flow was good without any residual stenosis. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.